Event description:
The pt was receiving treatment and the procedure was going smoothly. After angioplasty and removal of angioplasty catheter over an exchange length wire, the physician tried to advance judkins 2 otw stent; however, it would not go past the subclavian after several attempts. It was assumed that the tortuous subclavian might be the problem, so nitro was given through radial sheath. Still was not able to pass the subclavian after nitro. Decided the radial sheath may be kinked. With wire still in place, began to remove sheath. As the tip of the sheath came out, it was noticed that the outer clear plastic and the wire coiling was unwound, as if it were not bonded during manufacturing and some of it was still inside the pt. It was still attached to the sheath they were attempting to remove. The physician decided to remove everything from the pt. After gently pulling the rest out, as well as the wire guide, they took an image of the radial artery where it is discovered that some of the coils from the flexor have been left inside the pt. The physician informed the pt and family and they were ok. He advised that the pt will loose his radial artery once the body thrombosed the coil wire left inside. He also advised that a small percentage of pt will loose their radial artery after a heart cath due to recoil/spasm which is why they always check for a good ulnar (which they did with this pt). The physician indicated they will follow this pt to ensure no other adverse effects occur.

Manufacturer narrative:
(B)(4): nonresorbable materials, unretrieved in body is not listed in the instructions for use; separates is not listed in the instructions for use. Investigation: the device was returned in a used and nonconforming condition: the liner and coil had been separated from the sheath's inner surface. Insertion of a 6fr dilator from another lot was attempted without success: the dilator could not advance past its taper beyond the flare. The same dilator could only be inserted about 5cm distally. The blockage was identified as shredded liner. Per specification, "insure that there is no coil separation or breakage." And "insure liner is free of wrinkles/splits on each end." A risk analysis was performed by quality engineering to include this failure mode for this family of products and determined no further action is required at this time. With the addition of this complaint, the risk remains at an unacceptable level; however, a CAPA was previously issued at management discretion to prevent this failure mode. We will continue our monitoring of similar complaints. At this time, it is difficult to determine with certainty why this event occurred; however, a CAPA had been previously issued based on prior similar complaints in order to prevent this failure mode from recurring.